Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with bilateral diffuse lamellar keratitis at the flap edge one day following lasik treatment. The topical steroid was prescribed for six times daily. The symptoms resolved six days following onset. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications on this day. No technical root cause was identified as the product was found to be within specifications. The contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).